Event description:
It was reported that the implant at tooth site # 25 lost integration and was removed.

Event description:
It was reported that the implant at tooth site #25 lost integration and was removed.